Event description:
The hub is broken and the physician could not inflate the stent. No additional information was provided.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.